Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1:device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: during investigation, moisture was observed through the display lens. Unrelated to the original complaint, a leak test was performed and a leak was identified at a crack at the top of the right corner between the display lens and pump seal and at a crack in the battery compartment starting at the threads to the left side of the grip pad. The battery compartment was also found to be cracked from the case seal traveling to the grip pad. No moisture was found in the battery compartment. The pump cover was opened and moisture was identified throughout the pump casing.